Event description:
Alarms from hmii, pm wrench, and red battery. Pm returned to thoratec. X-ray of driveline. Internal battery of controller changed. Continued alarms. Controller exchange and sent back to thoratec. Alarms resolved.